Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. D.2b: procode is krd/hcg. E.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. E.1: initial reporter facility name: (B)(6). The complaint device was returned and received on 05-apr-2023. The investigation finding is documented below. Investigation summary: a non-sterile 4.5mm x 22mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. It was noted that the stent was already detached from the unit. The delivery wire and the introducer were not returned for evaluation. The stent component was inspected under microscope and it was noted that two of the struts were presented bent damage; however, both stent ends were found completely flared. The issue reported regarding the stent being impeded in the microcatheter could not be evaluated through functional testing since the enterprise stent system was returned incomplete. However, the appearance of the returned stent component could be related to the difficulty experienced during the procedure. It is possible that an adequate flush had not been done; without an adequate flush, issues such as resistance between the stent and the microcatheter can arise, resulting in stent bending. Other factors not described within the information provided may have contributed to the issue encountered. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. The stent detachment was not originally documented in the complaint. The complaint documented that the stent was impeded in the middle part of the microcatheter, and the microcatheter was not replaced, therefore, it is not likely that the stent became detached inside the microcatheter as it may have precluded the retrieval from the microcatheter. This finding is not related to the event as reported. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7002190. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted aneurysm embolization procedure, the complaint stent, a 4.5mm x 22mm enterprise® vascular reconstruction device (vrd) (enc452212 / 7002190) was impeded in the middle of the microcatheter and could not be further advanced. The physician retracted the stent and switched to a new device to complete the procedure. It was reported that the microcatheter (unspecified brand) was not replaced. There was no report of any negative patient impact. The complaint device was returned for evaluation and analysis. The product investigation completed on 12-apr-2023. Based on the completed product investigation, this event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿